Event description:
It was reported that the patient complained of feeling chest pain when walking, and is symptomatic when v-paced, regardless of the device pacing mode. It was also noted that the patient recently developed a cold. Furthermore, an inquiry about pacemaker syndrome was made. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.